Event description:
The user reported that the device changed ventilation modes from pressure control ventilation plus (pcv+) to continuous positive airway pressure (CPAP) with pressure support without user interaction. No patient injury.